Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that asymptomatic patient presented for one month post-op check. Upon interrogation, multiple alerts for low hv lead impedance were noted within the svc-can vector. A chest x-ray showed lead dislodgement and it is believed that the svc coil was likely touching the ICD can. The lead was explanted and replaced.